Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is displaying "motor fault" and the turbine is inoperative. The voltage was checked on the turbine driver board and it is reading zero. There was a patient at the time of the incident, it is unknown if there was any harm to the patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the power supply and was able to reproduce the reported event and isolate it to a faulty metal¿oxide¿semiconductor field-effect transistor.